Manufacturer narrative:
Per tandem user guide, "replace the cartridge every 48 hours if using humalog. Every 72 hours if using novolog. This can cause very high or a very low blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. The customer's blood glucose level read "high". A specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin. Tandem technical support, educated the customer this is considered, off label use per the tandem user guide.